Manufacturer narrative:
(B)(4).

Event description:
Reportedly, a piece of blue material disengaged from the instrument into the pt cavity and was retrieved. Procedure: ladg. Pt status: no pt injury reported.